Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced the reported event and the hall calibration failed. Fse replaced the axes controller platform board (acp) due to system errors 1123,1127, 32056, and 32058. Fse also replaced the set up structure (sus) boom motor and the encoder. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the acp involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted malignant hysterectomy surgical procedure, the customer could not drive the patient side cart (psc) and had error code 32056. The technical support engineer (tse) checked the logs and found error 32056 pointing to the axes controller platform board (acp) 4 (bad calibration data from encoder) node 202. The tse explained how to drive the psc manually as drive was deactivated and guided caller through a psc power cycle and emergency power off. After restart, the issue persisted. Tse explained the issue to the surgeon, the cart drive was deactivated and z-axis not useable. The surgeon decided to not use the system for this procedure and start laparoscopic. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked before use. The procedure was successfully completed with laparoscopy. The patient's current status shows no issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The axes controller platform board (acp) was analyzed and the reported failure could not be reproduced but was confirmed and verified via the error and system logs. The acp unit was tested on the pca system and programmed. The system started at up normal mode with no errors or failure messages. The unit was tested for all axes and functions and all passed. After power cycling the board 12 times and leaving the board idle for 1.5 hours, there were no failures or errors triggered.

Event description:
Refer to h10/h11 for follow-up information.